Manufacturer narrative:
The surgeon is planning on placing revision implants once the infection has been resolved.

Event description:
The patient's right side tmj implants were removed due to infection.